Event description:
Per the info provided to co by the dr's office, the device was removed due to "pain." As reported to co, the device was removed and replaced with the same model inflatable penile prosthesis, produced by the same MFR. 4/23/97 - per the operative notes, the dr/surgeon stated... "Initially the pt was seen in january and was complaining that the tubing of his pump was very superficial. Also, the penis was not as long as it previously had been. On examination, the prosthesis worked well."